Event description:
It was reported that the patient experienced a pneumothorax following the implant procedure of a right ventricular (rv) lead. The patient was hospitalized until stable and the rv lead remains implanted. No additional patient consequences were reported.